Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the lower esophagus (immediately supracardial) during a gastroscopy procedure. The exact procedure date was unknown. During the procedure, there was a difficulty rotating the handle with an unusual noise of friction when the device was placed. The bands did not deploy after three attempts. When the endoscope was removed from the patient, it was noticed that the ligator was in place; however, the bands were stuck within the ligator. The device was removed and retained by cutting the cable and the string. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: it was reported that the slack was taken up by winding the wheel. Additionally, the ligator shrink wrap was removed just before the ligating unit was attached to the trip wire. These were performed in contrary to what is being stated in the instructions for use (IFU).